Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a non-abbott (farapulse) pulsed field ablation procedure, a cardiac tamponade occurred resulting in a pericardiocentesis and open-heart surgery. There was significant body movement noted, and it was alleged that the cardiac tamponade may have been due to the viewflex ice catheter. Follow up was done with tie, but there was no further increase from the pericardial effusion. CT scans were taken, drainage was performed, and the chest was opened. The patient is currently stable.